Event description:
It was reported by service report that the bed was not going up or down and the cpu board was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - power coil cable.